Manufacturer narrative:
Upon investigation of the actual device used in this incident found patients information were not showing up on pyxis. A technical support specialist updated the settings and confirmed the issue is resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower patients were not crossing over after registration complete. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.